Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis. It was reported that after mixing the cement for 30 seconds using the mixer, an attempt was made to initially push out the powdery substance, but nothing emerged. It was confirmed that the cement itself had no lumps and was thoroughly mixed. However, an issue occurred where the cement would not come out of the mixer. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure involved was balloon kyphoplasty.

Manufacturer narrative:
G2: the country of the event is japan g4: PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog # c01a, 510k # k041584, UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4), product #c01a-j, lot #el70345 visual inspection confirmed the cement has been mixed and used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.